Event description:
The customer received questionable results on multiple assays for 124 samples. The customer provided data for 13 samples, and of those, 6 samples were considered erroneous. Four samples were parathyroid hormone (parathormone, parathyrin)- pth, intact short turn around time (pth) and two samples were free thyroxine (ft4). The original results were generated on cobas e601(e601) instrument serial number (B)(4). The repeat results were generated on either e601 serial number (B)(4) or e601 serial number (B)(4). The units of measure were not provided. Patient 1 had an initial pth result of 88.23, which was reported outside of the laboratory. The repeat result was 59.75. The repeat result was believed to be the correct result by the customer, and an amended report was issued. There was no adverse event. Patient 2 had an initial pth result of 14.39, which was reported outside of the laboratory. The repeat result was 21.92. The repeat result was believed to be the correct result by the customer, and an amended report was issued. There was no adverse event. Patient 3 had an initial pth result of 73.43, which was reported outside of the laboratory. The repeat result was 96.47. The repeat result was believed to be the correct result by the customer, and an amended report was issued. There was no adverse event. Patient 4 had an initial pth result of 72.23, which was reported outside of the laboratory. The repeat result was 95.7. The repeat result was believed to be the correct result by the customer, and an amended report was issued. There was no adverse event. Patient 5 had an initial ft4 result of 1.86, which was reported outside of the laboratory. The repeat result was 1.49. The repeat result was believed to be the correct result by the customer, and an amended report was issued. There was no adverse event. Patient 6 had an initial ft4 result of 1.75, which was reported outside of the laboratory. The repeat result was 1.33. The repeat result was believed to be the correct result by the customer, and an amended report was issued. There was no adverse event. The lot of pth reagent in use was 16644402, with an expiration date of 04/30/2013. The lot of ft4 reagent in use was 17036801, with an expiration date of 12/31/2013. The field service representative determined that the procell and clean cell reagents were contaminated. He replaced the procell and clean cell reagents. The customer performed calibration and qc, which was within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.